Manufacturer narrative:
(B)(4). G2: report source denmark. Report source: "literature: julius watrinet1, daniel berger, philipp blum, matthias p. Fabritius, jörg arnholdt, rolf schipp, wolfgang reng and paul reidler. (2024) fractures in oxford unicompartmental knee arthroplasty are associated with a decreased medial keel-cortex distance of the tibial implant. Pages 1 -8. Https://doi.org/10.1186/s43019-024-00237-2". The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 22-nov-2024, a journal article was retrieved from knee surgery & related research (2024) that reported a retrospective single-center study from denmark. The purpose of the study was to evaluate the relationship between the position of the tibial component in frontal and sagittal radiographs and the incidence of tpf (tibial periprosthetic fractures). The study reviewed 1,853 medial unicompartmental knee arthroplasties (uka) performed between (B)(6) 2022. Press-fit fixation was the standard procedure for implant placement and only mobile-bearing was used. Cemented implant placement was chosen individually in cases with a high likelihood of poor bone quality (cement manufacturer not provided). The indication for surgery was symptomatic isolated medial knee osteoarthritis without evidence of prior fracture, previous deformity correction, or previous hip arthroplasty. Out of the 1,853 patients included, 19 (1.0%) experienced a tpf, while the remaining 1,834 patients were included in the non-fracture group. The postop fracture population had a mean age of 74 years at time of surgery (range, 71-78); (4 males / 15 females). The mean follow-up duration was 5.1 ± 2.4 years, with a minimum follow-up period of 1 year. It was reported that 19 patients experienced a tibial periprosthetic fracture postop; of which, 7 patients were converted to a total knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.